Event description:
It was initially reported that the physician was having trouble communicating with patient with their programming system. The company representative went to the site to troubleshoot the issue. The issue was isolated to the serial cord adaptor which was frayed at the connection to the handheld. The physician had trouble communicated with a patient's generator which was not at end of service and the patient reported that they had been feeling stimulation. The patient returned to the office once the physician received a new serial cord adaptor and was able to be interrogated with no issue. (B)(4) attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that the serial cable adapter was returned to the manufacturer for evaluation. Product analysis is planned but has not occurred to date.

Event description:
Additional information was received that indicated that product analysis was completed on the serial cable adaptor. During visual analysis it was identified that the serial cable was pulled out of the axim connector plug assembly strain relief. A cause for the cable damage could not be identified during the analysis, but is most likely associated with mishandling of the serial cable. During testing it was also identified that the serial cable was unable to establish communication using a known good wand and handheld. An analysis was performed on the serial cable and 3 broken wire connections on the axim connector plug pcb were identified. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the hhd and wand. The most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.